Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon had to remove the wrist spanning plate, ar-8916spn, because the screws were backing out of the distal holes. No further information, additional information requested. Additional information provided 12/18/2019: case date of implantation: (B)(6) 2019, case date of explantation: (B)(6) 2019. The following screws were also explanted during the revision: ar-8916spn lot: 105641930, ar-8724-10 lot: w646301, ar-8724v-10 lot: 2610171, ar-8724v-12 lot: w657601, ar-8935-14 lot: 10279504, ar-8935l-12 lot: 10257929, ar-8935l-14 lot: 10277889.